Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 66mm diameter abdominal aortic aneurysm. It was reported that 9 heli-fx endoanchors were implanted prophylactically for prevention of neck dilatation. It was noted that the patient was suffering with ileus with nausea, vomiting and bloating. The patient was administered medicine and the event resolved with the treatment. The event was reported to be causally related to the procedure. No additional clinical sequelae were reported and the patient will be monitored by their physician.